Event description:
The complainant reported that upon implantation of an impella cp, flows were suboptimal. The position and fluid status of the patient were both verified, but the flows remained low. The decision was ultimately made to replace the pump and the patient survived.

Manufacturer narrative:
The impella device is available to be returned but has not been received yet. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.